Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture and also high and increased thresholds. The right ventricular (rv) lead exhibited a fracture and a sudden spike in impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.